Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the lead damage. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
Boston scientific received information that this implantable defibrillation lead had dislodged. It was reported the patient had twiddler's syndrome, resulting in the dislodgement. An attempt to reposition the lead was made however there was tissue in the helix mechanism. Additionally, a kink was noted in the lead. This lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.